Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for an error. The customer did not recall the blood glucose reading. The customer was unable to complete the rewind. He was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant error alarm during rewind test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test or verify motor error alarm due to error alarm. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken battery cap and broken reservoir tube lip.